Event description:
Noise was observed on the ventricular lead. As a result the patient received inappropriate hv therapy. A lead fracture was suspected. A slight increase on the rv pacing threshold and a slight change on the rv signal were also noted. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.